Event description:
The customer reported a heparin infusion documentation discrepancy between the pump module and the epic emr. A log review was requested to determine user programming and confirm if the issue was with the transmission of data vs. User programming. There was no report of patient harm.

Manufacturer narrative:
The customer¿s experience of a heparin documentation discrepancy between the pump module and epic was confirmed in the pcu event log. Email attached to file states ¿on (B)(6) 2018 at 08:35 am, an ICU rn at (B)(6) reported an incident with a heparin infusion documentation. The infusion rate was decreased from 13 units/kg/hr to 11 units/kg/hr. The infusion information was sent to the alaris pump and verified by a 2nd rn. Epic documented the rate at 13 vs. 11. The rn was adamant that the rate field in epic was grayed out, as a result, she was unable to edit the rate. The infusion was running at 11 units/kg/hr. Later that afternoon, the clinical informatics team was notified and followed up with the nurse and had her edit the documentation in epic.¿ the pcu event log shows pump module s/n (B)(6) was in use and infusing drugid 316 at a dose of 16unit/kg/hr (rate = 27.424ml/hr) that was programmed via a remote IV request at 7:25 pm on (B)(6) 2018. At 3:05 am, the user changed the dose to 13unit/kg/hr (rate = 22.282ml/hr). At 3:07 am, the pump module received a remote IV request for drugid 316 at a dose of 13unit/kg/hr (rate = 22.282ml/hr) and the user started the infusion. At 3:05 am, the user changed the dose to 13unit/kg/hr, which makes the rate 22.282ml/hr. The user then started the infusion. At 3:07 am, a remote IV request was received for drugid 316 at a dose of 13unit/kg/hr (rate = 22.282ml/hr). The user then started the infusion. At 8:35 am, a remote IV request was received for drugid 316 at a dose of 11unit/kg/hr (rate = 18.854ml/hr). The user selects no to the rate auto calculation override pop-up. The dose remains at 13unit/kg/hr and the rate remains at 22.822ml/hr. The user starts the infusion. At 8:36 am, a remote IV request was received for drugid 316 at a dose of 11unit/kg/hr (rate = 18.854ml/hr). This time the user selects yes to the rate auto calculation override pop-up. The user starts the infusion. The infusion then ran until 2:03 pm when the device was channeled off. The volume recorded as being infused during this period was 382.8ml. The pcu event log shows that the discrepancy most likely occurred at 8:35 am when the user selected no to the rate auto calculation override pop-up, which kept the dose at 13unit/kg/hr (rate = 22.822ml/hr) instead of 11unit/kg/hr (rate = 18.854ml/hr). A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer¿s experience of a heparin documentation discrepancy between the pump module and epic was confirmed in the pcu event log. Email to file states ¿on thursday, (B)(6) 2018 at 08:35 am, an ICU rn at (B)(6) medical center reported an incident with a heparin infusion documentation. The infusion rate was decreased from 13 units/kg/hr to 11 units/kg/hr. The infusion information was sent to the alaris pump and verified by a 2nd rn. Epic documented the rate at 13 vs. 11. The rn was adamant that the rate field in epic was grayed out, as a result, she was unable to edit the rate. The infusion was running at 11 units/kg/hr. Later that afternoon, the clinical informatics team was notified and followed up with the nurse and had her edit the documentation in epic.¿ the pcu event log shows pump module s/n (B)(4) was in use and infusing drugid 316 at a dose of 16unit/kg/hr (rate = 27.424ml/hr) that was programmed via a remote IV request at 7:25 pm on (B)(6) 2018. At 3:05 am, the user changed the dose to 13unit/kg/hr (rate = 22.282ml/hr). At 3:07 am, the pump module received a remote IV request for drugid 316 at a dose of 13unit/kg/hr (rate = 22.282ml/hr) and the user started the infusion. At 3:05 am, the user changed the dose to 13unit/kg/hr, which makes the rate 22.282ml/hr. The user then started the infusion. At 3:07 am, a remote IV request was received for drugid 316 at a dose of 13unit/kg/hr (rate = 22.282ml/hr). The user then started the infusion. At 8:35 am, a remote IV request was received for drugid 316 at a dose of 11unit/kg/hr (rate = 18.854ml/hr). The user selects no to the rate auto calculation override pop-up. The dose remains at 13unit/kg/hr and the rate remains at 22.822ml/hr. The user starts the infusion. At 8:36 am, a remote IV request was received for drugid 316 at a dose of 11unit/kg/hr (rate = 18.854ml/hr). This time the user selects yes to the rate auto calculation override pop-up. The user starts the infusion. The infusion then ran until 2:03 pm when the device was channeled off. The volume recorded as being infused during this period was 382.8ml. The pcu event log shows that the discrepancy most likely occurred at 8:35 am when the user selected no to the rate auto calculation override pop-up, which kept the dose at 13unit/kg/hr (rate = 22.822ml/hr) instead of 11unit/kg/hr (rate = 18.854ml/hr). A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
The customer reported a heparin infusion documentation discrepancy between the pump module and the epic emr. A log review was requested to determine user programming and confirm if the issue was with the transmission of data vs. User programming. There was no report of patient harm.